Event description:
A malfunction was reported on a pump, identified with malfunction code malf 12, occurring multiple times without any notable events prior. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump while the customer continued using the current pump, with spare insulin pens available as backup. The customer was informed they would receive a replacement with updated software and was advised on returning the faulty pump to avoid charges. Customer continued to use pump for insulin therapy.